Event description:
The facility representative contacted baxter on 05 may 2010 to report a colleague infusion pump that switched its rate by itself from 100ml/hour (milileter/hour) to 950ml/hour . The nurse changed the setting back to 100ml/hour and locked the pump. Forty-five minutes later, the device had switched from 100ml/hour back to 950ml/hour. The event was reported to have occurred during patient therapy. Patient therapy was interrupted as a result of this failure since the device had to be disconnected and swapped out with a different device. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.